Event description:
Leaving tampon inserted in me [foreign body in reproductive tract]. String unraveled and came off - tampon [device breakage]. Case narrative: consumer reported via email that the tampon string unraveled and came off. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Manufacturer narrative:
No failure could be identified as a result of the investigation

Event description:
Leaving tampon inserted in me [foreign body in reproductive tract]. String unraveled and came off - tampon [device breakage]. Case narrative: consumer reported via email that the tampon string unraveled and came off. No serious injury was reported.

Event description:
Leaving tampon inserted in me [foreign body in reproductive tract]. String unraveled and came off - tampon [device breakage]. Case narrative: consumer reported via email that the tampon string unraveled and came off. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.